Manufacturer narrative:
Exemption number e2015058. (B)(4). As this is a pre-2008 model which only contains a user accessible memory log, no information can be determined between the device passed 'out qat' on (B)(6) 2007 and upon receipt at heartsine. On receipt of the device the memory log was downloaded. The memory log has 5 log entries recorded between the (B)(6) 2017. All log entries recorded lasted under 1 minute duration. No further log entries were recorded. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section usage of device of this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Will not switch on.